Event description:
It has been reported to philips that the flexvision monitor was not working properly and caused issues during an interventional radiology case. The images in the control room were working fine. No harm has been reported to philips. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the device was in clinical use when the issue occurred the philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was not working properly, caused issues during an interventional radiology case. Fse also identified that flex intermittently booting up. Upon troubleshooting, fse reformat the hard drive, reloaded the software and also replaced the 2032 battery on the mother board. After replacement and necessary troubleshooting, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.